Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had two alarms one saying no motor movement or negligible movement and the other saying that pump detected unexpected movement in hall sensor counts unexpected. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump passed self test. The customer stated that the alarm occurred during basal delivery. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error alarms noted during testing. However, pump error alarm found in the insulin pump history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit was received with minor scratched lcd window.